Event description:
A patient had been referred for generator replacement surgery for normal battery depletion. It was later found during a pre-surgical diagnostics check that the vns had high lead impedance. The patient was referred for full revision surgery. The surgeon reported that the lead was broken near the helices. Full revision occurred, and the explanted devices were discarded by the explant facility. Additional relevant information has not been received to-date.